Event description:
In 2008, it was reported to boston scientific corporation that the physician intended to use a flamingo wallstent to close an esophageal fistula. According to the complainant, the stent placement and deployment procedure was successful. However, the physician noticed that the stent cover was present on only the distal 4 cm of the stent; the middle section of the stent was uncovered. The fistula was not able to be covered. There were no reported pt complications or adverse events. No further info regarding the patient's status has been ascertainable.

Manufacturer narrative:
Since the stent remains implanted in the pt, it is not available for eval. The cause of the reported malfunction is undetermined.